Event description:
Patient had laparoscopic right inguinal hernia repair with mesh. Covidien endo clip iii 5mm misfired multiple times.====================== manufacturer response for covidien endo clip 3 5mm, endo clip 3 5mm (per site reporter).====================== none at this time.